Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in melsungen, germany. During the analysis of the history log files it could be detected that on the day of occurrence the drive test error "kps off, claws close" several times were occurred. No visible damages on the outside could be detected. It was impossible to bring the pump in operation, because after the finished self test the drive head was moving out, but the drive blocked immediatly. No syringe could be inserted in the pump. During an inside investigation some damages of the drive unit (guide parts) and the motherboard could be detected. The damages parts of the guide of the drive unit are responsible for blocking the drive. All damages could only happened due external forces. This is a hint of wrong handling by the customer. The complaint could not be confirmed.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in united kindom): "stopped mid infusion" customer information: pump stopped during an infusion with a frozen screen.